Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the balloon. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the balloon. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. Visual inspection of the balloon identified a hole located between the balloon shell and adaptor junction, and leakage testing confirmed a leak from this same location. The pump was visually inspected, leak tested, and functionally tested, and all testing passed with no damage or abnormalities observed. The cuff was visually inspected and leak tested, and all testing passed with no damage or abnormalities observed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event of hole and mechanical issue was defined in the product risk documentation. Based on the information available and the analysis performed, the reason for the reported issue was most likely determined to be a hole in the balloon from fatigue between the shell and adaptor junction; therefore, a conclusion code of cause traced to component failure has been established.

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the balloon. All components were removed and replaced. There were no patient complications reported.